Event description:
A hospital in (B)(6) reported via our distributor that an infant had sustained septal damage while using a bc161-10 bubble CPAP system. The hospital further reported that the septal damage was the result of a burn injury.

Event description:
A hospital in (B)(6) reported via a distributor that a patient had sustained what appears to be septal damage while using a bc161-10 bubble CPAP system.

Manufacturer narrative:
(B)(4). The investigation of this complaint is currently in progress. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) background: the devices involved in this complaint were not returned to fisher & paykel healthcare (fph) (B)(4) for investigation. Our analysis is accordingly based on the event description, further information provided by the hospital and evaluation of certain complaint devices at our regional office in (B)(4). The following complaint devices were reported to be involved in the setup during the reported incident: bc160-10 bubble CPAP system, bc181 infant nasal tubing, bc3020 infant nasal prongs, mr850 humidifier, 900mr805 heater wire adapter, 900mr809 temperature/flow probe. The patient was reported to be on bubble CPAP treatment for six hours on (B)(6) 2012, 25 hours from 10 am of(B)(6) 2012 to 11 am of (B)(6) 2012, and then for four days from 10 am of (B)(6) 2012 to 10 am of (B)(6) 2012. Method: the complaint mr850 humidifier, heater wire adapter and temperature/flow probe were received at our regional office in india and were evaluated by a trained fph technician. No fault was found with any of these devices. Photographs of the reported patient injury were provided by the hospital and from these photographs it appears that the septal damage to the infant's nares was the result of pressure from the nasal prongs, rather than a burn injury as initially reported by the hospital. Attempts were made to seek further clarification regarding the nature of the injury and hospital protocols, but these attempts were largely unsuccessful. The hospital has stated that staff received a "fair" level of training in the administering of bubble CPAP therapy but has not provided details of these protocols or clarified the nature of the injury. In addition, the hospital was not able to confirm whether the prong size chosen was the most suitable for the size of the infant's nares and did not know what gap was maintained between the infant's septum and the nasal prongs. Manufacturer's comments: fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of bubble CPAP while minimising the potential for septal injury. The user instructions that accompany the flexitrunk infant interface (including the nasal prongs) illustrate the correct interface set-up on the patient. To emphasise the importance of correct prong sizing and positioning, fph also provides an illustrated patient interface checklist and assessment form. The following warning is also included: "septal necrosis can occur if correct sizing or placement of the prongs and mask is not observed." Our user instructions also state the following checks during use of flexitrunk infant interface: "check patient frequently for signs of redness, pressure sores or irritation which may result from extended prong or mask use. Hourly checks are recommended." "Alternating between mask and prongs can reduce the risk of irritation. Alternating every 4 to 6 hours is recommended." Ensure the nasal prongs are positioned at least 2 mm (0.08 inches) from the septum to avoid pressure necrosis. Adjust as necessary. Hourly checks of septum integrity are recommended. The bc161 bubble CPAP user instructions state that "the fisher & paykel bubble CPAP system is intended for use by adequately trained medical practitioners." Obviously the size and delicate condition of neonatal patients makes the provision of bubble CPAP therapy challenging. In particular the clinician must position the prongs in the nares in a way that ensures delivery of the therapy but minimises damage to the septum and other delicate areas of the nose. This requires the tubing leading to the prongs to be anchored in some way, usually using specially designed tapes which adhere the tubing to the face. Even when best practice is employed, skin damage is a common side effect of such treatment. There is also a low risk of the gas flow being occluded if the prongs are not positioned correctly. Furthermore, there are inherent trade-offs in the design of the tubing and prongs. In particular, the tubing must be stiff enough so that the risk of occlusion through kinking is minimised while being as pliant as possible to assist with positioning. Conclusion: no fault was found with the fisher & paykel healthcare devices evaluated at our regional office. From the information provided, it appears that the reported septal damage was the result of pressure from the nasal prongs. Fisher & paykel healthcare's user instructions provide clear guidance to minimize the risk of septal damage from nasal prongs. While the hospital has confirmed that staff received training in the administering of bubble CPAP therapy, it has been unable to confirm whether the prong size chosen was the most suitable for the size of the infant's nares, did not know what gap was maintained between the infant's septum and the nasal prongs, and has not provided details of its monitoring protocols. We have not been able to confirm the current status of the infant but will continue to work with the hospital to re-iterate the importance of following the user instructions when using devices involved in bubble CPAP therapy.